Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula issue twice. Reportedly, her blood glucose level was high and she self-treated it by changing the site and with a manual injection. Her blood glucose level when she arrived at the emergency room was between 500-600 mg/dl and moderate-high ketone levels. She stayed in there for five hours and was treated with some unspecified intravenous fluids. Her blood glucose level was around 400 mg/dl when she left from the emergency room. Subsequently, she was admitted in the intensive care unit, where she received intravenous insulin and some unspecified fluids as the corrective treatment which this resolved the issue. It was reported by her father, that both the infusion set issue and emergency room visit occurred on the same day. Reportedly, when she removed the site, she identified that her cannula was kinked. Later, she changed her site and when this site was removed, another kinked cannula was found, while she was in the intensive care unit. It was stated that the blood glucose was 300 mg/dl for the first event. She was hospitalized for two days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.